Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for an av ablation, during the procedure. The pulse generator exhibited and output anomaly. After the procedure, device resumed normal function. The device remained implanted., no patient symptoms were reported.